Event description:
It was reported that the atrial lead was found to have dislodged. The lead was repositioned, and remains in use. During the repositioning, the physician attempted to reattach the lead to the device, but it was not possible to screw in the setscrew in the atrial port. The atrial setscrew came out of the grommet. As a result, the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the device was returned and analyzed. No anomalies were found. The returned device indicated a damaged grommet and a missing set screw. (B)(4).